Event description:
It was reported that customer received a button error alarm and was not sure if insulin pump was exposed to moisture. Customer's blood glucose was 225 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. Caller states that customer had been on manual syringe and blood glucose rose to 500 mg/dl

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. No button error alarm. The insulin pump has minor scratched lcd window and cracked case near the display window corners.